Event description:
Event description guidant received information that at six months post implant, this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted.